Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case (counterfeit), bottom case cracked by the back plate, and ac cord retainer, right / left plunger cases cracked. Event history log review was performed and found primary audible alarm error in ehl. Visual inspection and occlusion test were performed. Investigation unable to duplicate the primary audible alarm during occlusion test. Investigation also unable to determine what cause the error intermittent, and no physical or any other damaged was found on the speaker or interconnect board. According to the investigation the pump interconnect board cable connector was glued into main board. Investigation replaced the pump speaker for preventive action and performed occlusion test and all functional testing which passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.